Event description:
Procedure: gastrectomy. According to the reporter: during the case, when inserting the device through the patient's mouth, the anvil separated from the delivery tube, and got stuck in the patient's proximal esophagus. When removing the delivery tube through the patient's stomach, the anvil assembly was not attached to it. The endoscopic team was called in and they were able to remove the anvil assembly through the mouth and another device was used to complete the procedure without any problems. Operative time was delayed by one hour.

Manufacturer narrative:
(B)(4).